Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013 and claimed cgm did not read consistently higher or lower than blood glucose meter. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries. The device is not indicated for use in pediatric patients.